Event description:
A customer contacted beckman coulter inc. (Bci) stating that the cuvettes were overflowing when sample was pipetted into them. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and cleaned gravity drain and replaced drain filter.